Event description:
Patient reported, deflation. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found. Therefore, no additional actions are deemed required. The trend of a050401, fluid/blood leak complaints will continue to be monitored. And corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported, left side deflation. Later, healthcare professional reported, deflation hole in radius (edge). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior and anterior assessed as fold flaw opening. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a5, a6, b5, b6, d9, h3, h6.

Event description:
Patient reported, left side deflation. Healthcare professional, later reported, "hole in radius (edge)". Device has been explanted and replaced.